Manufacturer narrative:
A review of the pump black box revealed multiple pump reboots. The pump was returned with a crack alongside the battery compartment and with the battery cap stuck. The threads on the battery cap were noted to be stripped and unable to secure. The intermittent power was duplicated during the investigation. A test battery cap was able to hold for testing. The pump was exercised for 24 hours with no further loss of power occurring. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged no power issue. In addition, it was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.